Event description:
Customer called to report the pump had a no delivery alarm. It was stated that the driver block moved freely across the lead screw in the unlocked position and the driver arms are not at the end of the lead screw. Device was not dropped, bumped, or exposed to moisture.